Event description:
It was reported that the patient missed their refill appointment by approximately 1 week, and presented to the hcp with withdrawal symptoms (no specific symptoms reported). The patient was supplemented with oral baclofen and stabilized. Over the weekend a refill was attempted, but the drug was not able to be filled into the reservoir. It is unknown if the hcp tried a new needle of a new refill kit, or holding negative pressure in case there was air introduced into the system. Patient treatment and outcome was not reported.